Manufacturer narrative:
UDI#: (B)(4). The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and experienced femoral plate broken. Later patient underwent revision surgery and new plates were implanted.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: plate breakage. Event summary: it was reported that the ncb pp plate was broken and revised. Implanted: (B)(6) 2018, removed: (B)(6) 2018. Review of received data: in total 7 x-ray pictures were received and reviewed by an independent healthcare professional. Devices analysis - visual examination: the broken ncb pp plate was returned for evaluation. The sub components have not been returned. A visual examination of the plate was performed. On the fracture surfaces, beach lines are visible which point to a fatigue fracture of the plate. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are some partially polished areas, most probably due to contact between the parts after the fracture. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible, the product investigation did not show any signs of notching. Breakage of implant due to inadequate implant design and material (fatigue strength - lifetime of the device) not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible, the product investigation did not show any signs of corrosion. Breakage of implant due to implant will be implanted against contraindication not possible, the plate was implanted due to a periprosthetic femur fracture. No issue noted. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible, no deviation found on the x-rays. No issue with the dimensions. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible, the plate is assessed as firmly seated with good hip joint stability. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible, the product analysis shows that the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate possible, it is unknown if spacers were used or not. Therefore, this point cannot be excluded. Breakage of implant due to user perform improper handling of the plate during insertion not possible, no problems or signs of wrong handling mentioned in the surgical report. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible, the product analysis shows that the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, no information available about limitation and postoperative restriction. Therefore this point cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol possible, as the plate was broken due to fatigue fracture, it is possible that the patient did not follow the post-op protocol. Conclusion summary: it was reported that the ncb pp plate was broken and revised. The implantation of the ncb pp plate left in an 80-year-old patient was done on (B)(6) 2018. The revision of the plate was done on (B)(6) 2018. The plate was in vivo for three months. The visual examination of the plate indicates that no material defects that could have triggered the fracture could be detected. The product analysis shows an indication for a fatigue fracture. On (B)(6) 2018 there is a radiological evidence of a breakage of the plate at the level of the bony unhealed fracture (nonunion). A trauma event is not apparent from the medical records. There are several factors which may have contributed to the plate breakage. It can be that the plate was over stressed (nonunion) during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the ncb pp plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The device was received, the investigation is pending. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).